Manufacturer narrative:
A ge representative has not reported an evaluation of the equipment. (B) (4). This MDR was originally filed with the incorrect report number of 9617766-2010-00028 on 01/20/2010.

Event description:
The customer reported that iris collimation is failing. No pt injury was reported.